Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm followed by a system error 2367 alarm (a protective end therapy alarm). The patient was connected at the time of the alarm. This occurred during dwell 2 of 5 of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a leakage from the supply line of the homechoice cassette that led to this alarm. Renal therapy services (rts) assisted with the power cycle of the device and to end the therapy. The patient will renew the setup with new supplies and inform their renal clinician of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, leakage was reported from the supply line of the homechoice cassette, which is known to cause this alarm. The cause of the leakage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.